Event description:
A caller reported experiencing cgm error 42 related to the pump, which had recently come out of storage mode. Upon contacting technical support, it was advised to wait 20 minutes after exiting storage mode before initiating a sensor session, which the caller understood and acknowledged. There was no reported impact on the customer's blood glucose level. Technical support guided the caller through a pump reset, and the error code did not reappear, enabling the caller to successfully start their sensor session.